Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 6 days of sensor wear and was unable to obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia and had contact with paramedics who administered intravenous treatment and transported the customer to a hospital. No further treatment was reported. A reading of 22 mg/dl was obtained but it is unknown if it was obtained by paramedics or at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.